Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements and helix mechanism issue resulting in failure to retract the helix. The ra lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix fully extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully retracted and extended. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil which is consistent with procedural damage. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.